Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer blood glucose level was 40 mg/dl at the time of incident and customer current blood glucose level was 135 mg/dl. Customer was treated with food. Customer also stated that the insulin pump had motor error alarm. The customer performed displacement test and it was passed. The insulin pump will not be returned for analysis.